Event description:
The customer complained that a patient tripped over the patient pendant cord.

Manufacturer narrative:
The technician distributed to the customer the patient pendant installation instructions due to the fact that the customer was not sure if the pendants were properly secured in the siderail, or if the patient pendant cord clip was in use. They also ordered replacement pendants for the bed to resolve this issue. The bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.